Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent a surgical procedure to explant the ipp, and the physician identified a hole in one of the cylinders. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a tear in the first cylinder, consistent with explant damage. Visual examination of the pump and reservoir did not identify any leaks in the components. Functional testing of the second cylinder and reservoir identified the components performed within specification. Functional testing of the pump identified that the deflation ball was misaligned. The component was unable to move fluid to the reservoir. Based on the information available and analysis results, the misalignment of the pump deflation ball could have caused or contributed to the reported clinical observation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent a surgical procedure to explant the ipp, and the physician identified a hole in one of the cylinders. A new ipp was implanted. No patient complications were reported.